Manufacturer narrative:
The tech found the side rail end tubes are broken on the right side rail. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. The tech replaced the right side rail end tubes to resolve the issue. Based on the info, no further action is required.

Event description:
The tech reported the side rail latch is not latching. The stretcher is located in the basement of the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).